Event description:
It was reported that a spectrum infusion pump was alarming door not fully latched. It was also reported that there was no serious patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages which were experienced during evaluation by loading an IV set. Evaluation found force required to secure door with a loaded IV set is above expected levels and they were caused by an out of adjustment door hooks. The door hooks and latch pins were replaced.